Event description:
It is reported that the patient experienced a button error their insulin pump. The patient's blood glucose level was at 63gm/dl. Trouble shooting was performed. Pump is being returned. No further information available.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump had a cracked battery tube thread, cracked reservoir tube lip, missing end cap sticker, missing address and serial label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.